Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device by depuy international confirms the report. Review of provided photography finds the device has pierced the rigid tube. It can be seen the inner rigid tube has been forced into a more inner position that what would be suitable for the device. It is not known at what point in distribution the issue occurred. It should be noted, no visible handling damage was seen on the shipment container and no damage was seen to the rest of the device shrink wrap and rigid tube. A search of the complaints databases finds no other reports against the product/lot code combination. Review of device history records finds no packaging/manufacturing deviations or anomalies that would have contributed to the reported event. It was initially reported the root cause of the site internal investigation was found to have been a combination of packaging design and an incorrect size of bins for storage of the device. Further information indicates handling and storage of the device is the root cause. It was reported the commercialized product development and chu was able to replicate the failure by forceful impaction of the inner rigid tube. The force required of the device to pierce the foam protector and rigid tube was far greater than the design intent of the packaging. Based on the performed investigation the isolated nature of the report, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
During the put-away of a shipment of v osteotome products manufactured in depuy orthopaedics inc a (B)(4) warehouse operative, was injured by product item code (B)(4) lot 418823 qty 1 due to the osteotome blade protruding up to 25mm outside the two piece plastic container it was contained in. The shipment was received on (B)(4) 2013 and formed part of the night shift workload for put-away into their warehouse locations.

Manufacturer narrative:
This complaint is still under investigation. Not returned.